Event description:
Attorney reported: in 2007, the patient underwent a periumbilical incisional hernia repair with placement of a composix kugel mesh patch, non-recalled. During or after implant the mesh patch broke and/or delaminated and deformed, causing a bowel obstruction and infection causing pain and requiring surgical repair. At approximately seven months later, the patient underwent surgery with explant of the mesh patch. The mesh was cut with scissors and found to be densely adherent to the left lateral border of the mesh, requiring resection of an 8cm segment of small intestine. The patient still suffers from bowel obstruction secondary to the bowel resection necessitated by the mesh patch failure.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.